Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd ultra-fine¿ ii short needle insulin syringe had incorrect label information. This occurred on 8 occasions before use. The following information was provided by the initial reporter: lot not match position.

Event description:
It was reported that bd ultra-fine¿ ii short needle insulin syringe had incorrect label information. This occurred on 8 occasions before use. The following information was provided by the initial reporter: lot not match position.

Manufacturer narrative:
Investigation: level a investigation: complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_1__; occurrence: a complaint history check was performed and this is the 2nd related complaint for package printing defect on lot # 6116896. Investigation summary: customer returned photos of shelf cartons of 1/2cc, 8mm, 30g syringes from lot # 6116896. Customer states that the lot is not in position. The photos were examined and exhibited the lot number, manufacturing date, and expiration date information not printed in the correct location on the shelf cartons. Manufacturing (holdrege) will be notified of this issue. A review of the device history record was completed for batch# 6116896. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Based on the samples and/or photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.